Event description:
Customer reported observing that the assay controls were pipetted in row b rather than row a when testing the coulter hiv-1 p24 ag elisa using summit 1968. No message was generated by the instrument. An fse was dispatched and unable to duplicate the concern. Fse performed add'l test to ensure the instruments operation. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.